Event description:
Medtronic received information that this bioprosthetic aortic valve required replacement due to high pressure gradients (80 mmhg), grade iii-IV aortic stenosis, and grade ii aortic regurgitation. During explant, severe calcification and cusp rupture were detected. The device had been in service for 56 months. The valve was replaced without reported complication.

Manufacturer narrative:
Analysis: received in a brown solution in a specimen container in an explant kit. The gross analysis shows that the high gradients and stenosis were due to extensive mineralization on all leaflets. The leaflets are in the closed position. All leaflets are very stiff due to extensive mineralization on the outflow. Visible mineralization is present on the inflow of all leaflets. Tissue deterioration associated with mineralization is seen on the free margins and lunulae of all cusps. Moderately thick glistening off white pannus extends over the tissue and base stitching, onto the margins of attachment of all cusps on the inflow, into the inferior coaptive junctions and 2 to 3 mm onto all cusps reducing the inflow orifice area. Remnants of pannus remain attached to the outflow aspect of the stent. Radiography shows extensive mineralization in the body of all leaflets. Conclusion: reduced performance of the device occurred and was related to the event. Hot tissue overgrowth likely contributed to the performance of the product. Device explanted and replaced without reported complication.